Event description:
Medtronic received information regarding an imaging system used outside a procedure. It was reported that upon install, the pendant on the system was flickering intermittently when moved. No patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pendant pcb to lcd ribbon cable was not seated properly. The ribbon cable was reseated. The imaging system then passed the system checkout and was found to be fully functional. Fdm b01, fdr c13, fdc d02 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.